Event description:
It was reported that there was a crack at the plug. There were no reports of patient harm.

Manufacturer narrative:
E3: non-health care professional; e2-no. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The connector is cracked. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A definitive root cause cannot be identified. A device history record review was completed, and no issues were identified. A labeling review was conducted. No anomalies were found. This issue is addressed in the instructions for use (IFU): "before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If this camera head malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Warning: using a camera head that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." Pg. 19. Olympus will continue to monitor the field performance of this device.